Manufacturer narrative:
(B)(4). Insulin pump passed self-test, and displacement test. Insulin pump was programmed with test minilink and the glucose sensor simulator. However, insulin pump unable to communicate with test guardian link (x) transmitter glucose sensor simulator, problem isolated to electronic assembly.

Event description:
Information received by medtronic indicated that the insulin pump was losing communication with transmitter. Customer stated that insulin pump passed the self test. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.